Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user was unable to schedule a patient and bypass flouro function was disabled. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The detailed investigation revealed that the problem was not a malfunction, but a user error. According to the log file investigation, the user initiated a software update, but did not complete it. Instead, he performed a system shutdown while the update was in progress, which caused the software update to be interrupted and not completely applied. As a result, the system was in an undefined state and therefore prevented any acquisition for security reasons. In such a case, service support is necessary. The local service technician applied the acronis rollback, which is the backup before the update, to the system. After that, the system worked again as specified. The occurrence rate of the error pattern was checked. Any accumulation of (use)errors or even a systematic error that would lead to corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.